Event description:
It was reported that a pump user experienced recurrent low glucose events while using the ilet, including a self-reported glucose of 55 mg/dl, and was overtreating hypoglycemia and pre-treating at night to prevent lows despite counseling that this was counterproductive because the device would deliver correction if glucose rose. Customer care provided support that included user education on appropriate hypoglycemia treatment and avoidance of anticipatory carbohydrate intake. Investigation of this case revealed user-related use error and behavioral factors contributing to low glucose events rather than a confirmed device malfunction. Symptoms included hypoglycemia requiring oral carbohydrate administration. Outcomes included no hospitalization and self-resolution with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error related to overtreatment of hypoglycemia and preemptive carbohydrate intake.